Event description:
It was report that the customer was hospitalized with an elevated blood glucose level, which value was not provided. The customer declined to provide further information regarding the event.